Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose of 400 mg/dl. Mode of treatment for high blood glucose is unknown. It was unknown if auto mode feature was in use at the time of high blood glucose event. Customer also reported that the insulin pump got pump failure. Insulin pump will be returned for analysis.